Manufacturer narrative:
The insulin pump was received with a minor scratched lcd window and a cracked reservoir tube lip. There was no crack on the lcd window noted. The insulin pump was downloaded properly. However, there were multiple displayable history check failed on startup alarms noted in the alarm history due to the corrupted history files. There was no moisture damage on the motor assembly or electronic assembly noted during the visual inspection.

Event description:
The customer reported via phone call that she fell and cracked the insulin pump near the screen. Customer's blood glucose was 87-89 mg/dl at the time of the incident. Customer stated that the pump was chipped 2 weeks ago on (B)(6) 2015. Customer does not believe that her blood glucose was the reason that she fell. Customer stated that she can see moisture under the screen's glass. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.